Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen on the insulin pump was flashing white and notification light was also flashing, however customer was unable to get the insulin pumps menu to work. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing due to the display anomaly. The pump had a crack on the back of the case at the battery tube area and select button at the keypad overlay, as well as minor scratches on the lcd window and case.